Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer resumed insulin therapy.